Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  Dhrs (device history review) for the fs libre sensor kit was reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Outcomes attributed to ae has been updated to include (required intervention).

Event description:
A customer¿s mother reported that on (B)(6) 2019 the customer was diagnosed with diabetic ketoacidosis (dka) and hospitalized (unrelated to an adc device). After her discharge she was instructed to begin using the adc freestyle libre system. Some time later, while using the libre system, caller noted there were unspecified measurement differences and then the sensor detached. During this time the customer was experiencing hypoglycemia and was re-admitted to the hospital. The caller reported the customer was diagnosed with hypoglycemia and received unspecified serum treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the customer was re-admitted to the hospital is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer¿s mother reported that on (B)(6) 2019 the customer was diagnosed with diabetic ketoacidosis (dka) and hospitalized (unrelated to an adc device). After her discharge she was instructed to begin using the adc freestyle libre system. Some time later, while using the libre system, caller noted there were unspecified measurement differences and then the sensor detached. During this time the customer was experiencing hypoglycemia and was re-admitted to the hospital. The caller reported the customer was diagnosed with hypoglycemia and received unspecified serum treatment. There was no report of death or permanent injury associated with this event.